Event description:
The reporter stated the surgeon used a micl 12.6mm implantable collamer lens. The lens tore as it was being advanced in the injector. The lens was not inserted into the eye, but there was pt contact. There was no pt injury. Backup lens was implanted.

Manufacturer narrative:
(B)(4): evaluation results: (other): visual inspection of the returned product found lens stuck to the vial, unable to evaluate lens. A lens work order search was performed and one similar complaint was found within the same work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).